Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a check patient line (cpl) alarm and was not confirmed in the lab due to a lack of sample. Per the patient, there was air in the patient line. From the data within the complaint information, the root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A care giver (cg) contacted (B)(6) regarding air in the patient line that occurred on the home choice (hc) unit during fill. The cg called the nurse prior to calling baxter and was unable to clear the alarm. The technical service representative (tsr) explained that the cg needed to end therapy and start over with new supplies since there was air in the patient line. There was patient involvement, but no medical intervention or injury was reported. A follow up was done via phone. The cg stated that the issue was resolved; however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. The cg stated that the hp had to go to the emergency room the next night due to severe pains in the abdominal. No allegations were made against any of the hp's dialysis products. No further information was provided.